Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
Additional review of the event found the following information was pertained to MFR report # 3004209178-2014-07672: [it was reported that the catheter disconnected from the pump and it was siphoning spinal fluid in to the pocket and happened 3-4 years prior, after the last placement. It was noted that catheter disconnected from the pump connector. It was noted that the patient had a ¿huge hematoma¿. It was reported that one of the hcp drew out 200 to 300 cc of blood clots in the pocket and did it a few times. It was noted that the patient think that the hcp ¿nicked the catheter¿.]

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went through screening area/security gates and ¿it killed my battery, I still had a lot of life left on it¿. It was noted that a few days later the patient¿s pump was critically alarming non-stop but was not confirmed by telemetry. It was reported that patient found a healthcare provider (hcp) that was willing to replace the patient¿s pump. It was noted that the catheter disconnected from the pump and it was siphoning spinal fluid in to the pocket and happened 3-4 years prior, after the last placement. It was noted that catheter disconnected from the pump connector. It was noted that the patient had a ¿huge hematoma¿. It was reported that one of the hcp drew out 200 to 300 cc of blood clots in the pocket and did it a few times. It was noted that the patient think that the hcp ¿nicked the catheter¿. It was reported that the patient¿s pump was being used to infuse saline. It was noted that patient¿s pump was then replaced on (B)(6) 2010. Additional information has been requested, but it was not available as of the date of this report.